Event description:
It was reported that a call was disconnected while gathering the pump's information, and attempts to contact the patient's guardian were unsuccessful. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.